Event description:
A customer reported a leaky valved cannula and a lack of air entering the eye, which resulted in the patient's eye starting to collapse with choroidal during vitrectomy surgery. The procedure was completed after replacing the replace all the infusion tubing up to the cassette, and then back into the eye under air and air began to flow normally at that time. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information updated in b.2 b.5 h.2 and h.11. Upon receipt of additional follow-up information, it was confirmed that the fiber optic illuminator probe was not involved in this complaint. Therefore, it does not meet the criteria for reporting under the applicable regulations. No further submissions will be made under mfg report number: 1644019-2025-03475. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Upon receipt of additional follow-up information, it was confirmed that the fiber optic illuminator probe was not involved in this complaint.